Event description:
The customer reported that the ac power module was defective.

Manufacturer narrative:
The customer reported that the ac power module was defective. The customer was sent a new ac power module. Replacing this defective part resolved the issue.